Event description:
A customer reported a leak of blood and isoton in the coulter lh 750 analyzer near aspiration pump. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggles at the time of the event. There was no report of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse found a leak in the tubing to slide-maker. The tubing through multiple single pinch valves was replaced. In addition, four solenoids on the manifold near pump #9 were also replaced. Repairs per established procedures were verified and results meet published performance specifications. Hardware is the root cause for this event.